Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not starting. Upon functional testing fse found that the suite pc had no 220v ac input due to the defect of power board and suite pc. Fse replaced the power board and suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could be turned on. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.